Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead was turned off. The lead was subsequently turned back on and the patient was feeling fine but the throbbing, palpitation-like sensation returned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.